Manufacturer narrative:
H3: one device was received for evaluation. The reported problem was verified by visual and functional testing. The cause of the reported problem was fluid ingress. The upstream occlusion (uso) sensor, and sensor seal were replaced to correct the issue. The device then passed all functional tests after the repair.

Event description:
It was reported that the pump exhibited a damaged rear top label, dirty battery door, and that the upstream sensor was missing the colored overlay. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.